Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not deploy properly.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for polyps during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip would not properly deploy. The physician attempted to open and close the handle, 90 degrees separation technique, and the clip eventually released from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.